Manufacturer narrative:
No patient information provided as no patient was involved in this concern. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that they the site was having issues getting the system to boot up and turn on. He stated that the site hasn't had any service on the o-arm but a planned maintenance (pm), was done on (B)(6) 2019. The site was urgent to get this system up and running. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system functioned as intended. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.